Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with unexpected battery out limit alarm noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had button error and was also exposed to moisture. The customer¿s blood glucose level was 107 mg/dl. The customer stated that the pump was submerged in the water and the pump was malfunctioning. It was also reported that they had button error alarm in the history while it was exposed to moisture. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.